Event description:
The customer used the device to check their blood glucose and obtained a result of 106 mg/dl. Emts were called and they checked their glucose and the level was 27 mg/dl. Customer was treated with an unknown IV and given a snack. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.